Event description:
From staff: doctor attempted to put a wire through wire port on the balloon pump in attempt to remove it, the wire would not pass through the port. The doctor then cut the balloon pump tubing above the port to bypass the port with the wire in order to remove balloon pump. The wire was not successful getting through the tip of the balloon pump balloon. The sheath and balloon needed to be removed together utilizing manual pressure and a fem stop while on the procedure table.